Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting their orthopat machine is stating to check saline and keeps powering off. The issue did not resolve. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device found a major blood spill, a blown fuse, damaged header arm flex cable and a leaking wall vacuum valve. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).